Event description:
Device report from synthes reports an event in germany as follows: it was reported that on (B)(6) 2022, during an inspection at the customer location it was noticed that the tips of the screwdrivers have been stripped. There was no surgery impact. There was no patient impact. This report involves one (1) expedium spine system quick connect si poly driver. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is not expected to be returned for manufacturer review/investigation. A review of the receiving inspection (ri) xpdm quick-con si poly scwdrvr was conducted identifying that lot number mi51239 was released in one batch. Batch1: lot qty of 53 units were released on 01 aug 2016 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.